Event description:
It was reported that during the implant procedure the lead had high thresholds; the physician tried in several locations and the thresholds were still high. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the lead had high thresholds; the physician tried in several locations and the thresholds were still high. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.